Manufacturer narrative:
B5 updated with additional information provided may 22, 2025.

Event description:
Customer observed false negative results when running the alinity m hr hpv assay. Following troubleshooting that was carried out regarding control failures on the alinity m hr hpv positive control, the customer performed repeat testing on some clinical samples which were previously positive for other b + another hpv genotype, tested on alinity m in (B)(6) 2025. A few of these results were discrepant, however the customer has noted that these are close to the cut off and believes it is due to stoichastic pcr differences. The positive result was reported out. On these samples, no specific sample ID (sid) information was provided from the customer despite multiple attempts. The customer accepts that these discrepancies are due to the limitations of pcr and the assay. The customer informed abbott via email on 02may2025 that after retesting they found the following 2 false negative results: (B)(6) was processed on serial number (B)(6) on the (B)(6) 2025. The (B)(6) 2025 was not detected for all targets, and the (B)(6) 2025 repeats were both positive for hpv16 and hpv45. There appears to be no amplification on the sample run on (B)(6) 2025 for hpv 16 or for hpv45. (B)(6) was processed on serial number (B)(6) on the (B)(6) 2025. There is also no amplification seen on the sample run on (B)(6) 2025 for other b. There was no report of impact to patient management as the positive results were reported outside the laboratory. Suspect runs were being performed as part of troubleshooting activities on previously positive results. Additional information provided may 22, 2025 - in new zealand, liquid-based cytology (lbc) specimens can have a hpv only request, cytology only request or both. During the period that the customer stopped reporting hpv results, cytology was also affected as hpv positive results also get cytology done, so the cytology department work also was held up. The national cervical screening project (ncsp) has a requirement to co-report both the hpv result and cytology result together (e.g for test of cure, symptomatic patients). During this period, approval from the nscp lead anatomical pathologist team was required to just report any cytology result (for any high grade/cancerous lesions) first. While the molecular department has not received directly any claims of negative impact to clinical patient management, they are not privy to this clinical patient information.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hpv amp kit, list number 09n15-090, which is the same/ similar to the alinity m hpv amp kit, list number 09n15-095, which is us FDA approved.

Event description:
Customer observed false negative results when running the alinity m hr hpv assay. Following troubleshooting that was carried out regarding control failures on the alinity m hr hpv positive control, the customer performed repeat testing on some clinical samples which were previously positive for other b + another hpv genotype, tested on alinity m in (B)(6) 2025. A few of these results were discrepant, however the customer has noted that these are close to the cut off and believes it is due to stoichastic pcr differences. The positive result was reported out. On these samples, no specific sample ID (sid) information was provided from the customer despite multiple attempts. The customer accepts that these discrepancies are due to the limitations of pcr and the assay. The customer informed abbott via email on 02may2025 that after retesting they found the following 2 false negative results: (B)(4) was processed on serial number (B)(6) on the (B)(6). The (B)(6) was not detected for all targets, and the (B)(6) repeats were both positive for hpv16 and hpv45. There appears to be no amplification on the sample run on (B)(6) for hpv 16 or for hpv45. (B)(4) was processed on serial number (B)(6) on the (B)(6) and the (B)(6). There is also no amplification seen on the sample run on (B)(6) for other b. There was no report of impact to patient management as the positive results were reported outside the laboratory. Suspect runs were being performed as part of troubleshooting activities on previously positive results.

Manufacturer narrative:
Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 405176 was performed and all testing met the validity and acceptance criteria with a pass disposition. The assay meets specification requirements, and no error codes or flags were displayed for the run controls. There were no instances of false negative results. The file sample evaluation testing results did not verify customer's observation. Customer data review: the customer result logs attached to the ticket were reviewed. All negative tests exhibited no amplification above the background threshold, and all positive tests produced amplification signal above the background threshold with normal sigmoidal pattern. Quality data review: device history record (DHR) review of the manufacturing packet for alinity m hr hpv amp kit (list 09n15-090) lot 405176 (including its components) did not identify any issues that could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 405176 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA (corrective and preventive action) / non-conformance review: a lot specific CAPA search was performed to identify any existing internal quality records that could result in the reported complaint during production or internal use. The CAPA review did not identify any quality records related to the reported complaint for the reported lot or component lots. Complaint history review : a lot specific search was performed for complaint tickets related to the reported issue. Additionally, complaint trending was reviewed. A trend violation was not identified, and the upper control limit was not exceeded for product 09n15 (base list number). Based on the results of the investigation a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 405176 was not identified.